Event description:
A site reported to rxsight that a light adjustable lens (lal, sn: (B)(6), +18.0d) was implanted in the patient's right eye on (B)(6) 2024 during primary cataract surgery. Two light treatments were completed without complications. On (B)(6) 2024, the patient presented to the clinic with sudden onset blurry vision in the right eye and was diagnosed with macula-off retinal detachment. Retinal detachment repair with endolaser and sf6 was performed on (B)(6) 2024. Following retinal repair surgery, on (B)(6) 2024, the patient was diagnosed with endophthalmitis; a pars plana vitrectomy with culture and silicone oil tamponade were performed on the same day. Bacterial cultures were negative as of on (B)(6) 2024. Superior displacement of the lal with silicone oil on the posterior surface was noted on (B)(6) 2024. On (B)(6) 2024, the silicone oil was removed. On (B)(6) 2024, it was noted that the lal was opacified when observed under slit lamp. The lal (sn: (B)(6) was explanted on (B)(6) 2024 and replaced with an intraocular lens from a different manufacturer.

Manufacturer narrative:
The lal was cut into fragments during explantation and the fragments were returned to rxsight and evaluated; no anomalies or defects were detected in the returned lal. The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).